Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 14. Intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014-04617 / 2014-04621).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2013. Subsequently, it is alleged that the patient was revised on (B)(6) 2014 due to patient allegations of pain, disfigurement and impairment. A review of invoice history indicates all implants were removed and a mold was implanted indicating possible infection. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2013. Subsequently, it is alleged that the patient was revised on (B)(6) 2014 due to patient allegations of pain, disfigurement and impairment. A review of invoice history indicates all implants were removed. Additional information received indicates that spacer molds were implanted on (B)(6) 2014, which suggests a possible infection. Patient underwent a reimplantation procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.